Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It is reported that during assembly of the t2 tibia nail, it was noticed that the nail holding screw blocked in the metal component of the targeting arm. The surgeon tried to disassemble the screw without success. The nail was never implanted. The surgeon implanted a second t2 tibial nail by using freehand targeting.

Manufacturer narrative:
The evaluation revealed the nail handle and nail holding screw (nhs) to be the primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The items returned were documented as faultless prior to distribution. As the devices had been in use for approx. 2 years we pre-suppose that they had fulfilled their tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The jamming of both instruments was caused by material fretting. Fretting is a rare but known reaction. During screwing the nhs into the nail it is possible that the nhs get contact with the inner surface of the nail handle and friction occurs due to a not optimal axial insertion (user related). In combination with small tolerances it is possible that cold welding occurs. The found fretting marks indicate that cold welding occurred, most likely due to an oblique insertion contributed by strong torsional forces. A pre-damaging of the instruments in previous surgeries cannot be excluded. A process change was already performed in 2004 to prevent fretting regarding the nhs (surface coating was removed). No further actions were initiated. The returned nhs was manufactured post to the change. Anyway, the change does not prevent a user error due to oblique insertion. The issue is attributed to an improper handling by the user. No discrepancies were detected during risk analysis review. No non-conformity identified; actions are in place.

Event description:
It is reported that during assembly of the t2 tibia nail it was noticed that the nail holding screw blocked in the metal component of the targeting arm. The surgeon tried to disassemble the screw without success. The nail was never implanted. The surgeon implanted a second t2 tibial nail by using freehand targeting.